Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by peritoneal cloudy effluent. The cause of the peritonitis was unknown. On the same day, the patient was treated with intraperitoneal cefazolin (1000mg for 14 days, frequency not reported) for peritonitis. Two days later, the patient was hospitalized for the event of peritonitis. The patient was discharged the next day. Dianeal therapy was ongoing. The patient recovered from the event of peritonitis fifteen days after treatment was started. No additional information is available at this time. This is report 2 of 4.